Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was used on a pt and it was stated the malfunction did not result in any injury to the pt. A follow up email was sent on (B)(4) 2014 requesting add'l info regarding if the device was used on a pt and the 'role of the complainant'. On (B)(4) 2014 the add'l info requested was responded to via e-mail and the complain was updated. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. A return sample for eval is not expected. (B)(4).

Event description:
It was reported that a foley catheter broke while in use by a pt.